Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2009 during which the surgeon noted ¿there was a lot of small bowel loops as well as transverse colon which were incarcerated. After the physician freed up the bowel loops, he was able to reach into the midline hernia defect and could feel the old mesh on the right side of the defect. It appeared that one of sutures had broken. This allowed the mesh to separate from the left side and had allowed all of the bowel loop come back up to the hernia into the subcutaneous tissue. Dr. (B)(6) removed all the mesh and sutures that had been previously holding it in place. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 09/15/2020.